Manufacturer narrative:
Patient identifier not available from the site. A site representative reported that, while in a cervical fusion procedure, they hit the 2d button on the hand-switch twice and nothing happened. They tried the boost 2d with no change. They switched the pendant from 2d mode to 3d mode then back to 2d and at that time they were able to take 2d images. This occurred twice in the surgery with a reboot in between. No unused dose given to patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation suggested that the event might have been caused by the atp board. Replacement of the board resolved the issue. No further issues were reported. Analysis of the returned board could not confirm a failure as it passed functionality tests without problems. A software investigation was also completed. This investigation was unable to determine root cause without further information since the behavior could not be replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a cervical fusion procedure, they hit the 2d button on the hand-switch twice and nothing happened. They tried the boost 2d with no change. They switched the pendant from 2d mode to 3d mode then back to 2d and at that time they were able to take 2d images. This occurred twice in the surgery with a reboot in between. No unused dose given to patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.